Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was sparking and shooting flames like match size when turned on. Moreover, when it was shut off it continued to do the same. Cord of the device was cut to extinguish the flame. Replaced with similar device to complete the procedure. There was no patient injury.